Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The UDI is unknown due to the part/lot number was not provided.

Event description:
It was reported that this was a cardiomems procedure. The catheter of the cardiomems device was difficult to advance into the pulmonary artery despite extensive attempts using a steelcore guide wire and a non-abbott guide wire. Throughout the attempts, ventricular tachycardia occurred associated with catheter or wire manipulation. The femoral approach was abandoned and attempted again through the jugular vein. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported failure to advance. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, the following information was provided: no treatment was reported for the tachycardia. The procedure was successfully completed with no further complications. No additional information was provided.